Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are still having residual, and she isn't sure if they are still supposed to be having residual. One time they catharized themselves, and she had 60 cc's, and on friday night they had 400 cc's. The patient wanted to know if they were supposed to adjust their stimulation. The agent asked the caller what their residual was before the implant. The caller said it was more frequently and was 120 to 400 cc's. I walked the caller through checking her settings, and she was on program 1 at 0.4 ma. On the call, we increased their stimulation to 0.6 ma, and it was comfortable. We will continue to monitor their symptoms.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event does not meet the reporting requirements stipulate din 21 cfr 803. Note that the h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that that they had a question not a problem and that it was answered by the manufacturer and their doctor. When asked if they had experienced retention prior to the device they stated that they had and that it had not worsened as a result of the device or therapy. When asked they stated that catheterization was a standard of care prior to the device.